Event description:
A site representative reported that, while in a cranial procedure, the surgeon was unable to register the patient. The navigation system camera would not track the instruments properly unless located at a distance under 1.2 meters. The surgeon opted to halt the procedure and re-schedule with a different stealth inav portable system. There was no harm to the patient.

Manufacturer narrative:
Patient information was unavailable from the site. (B)(4) 2014. Medtronic representative performed a navigation system check-out, and found the camera was the only element not working. RMA issued. Medtronic investigation of returned suspect device finds that during a functional check, tracking was found to be reduced to less than seven feet after warm up. The positioning sensor unit (psu) failed the aak test at .66 mm along with high line separation of 2.13 mm. Electrical failure, failed diagnostic test, directly caused event. Replacement of the camera resolved the issue.